Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated the ac power adapter. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the monitor on the itrak 2000 system was not turning on. There was no report of patient injury.